Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked glass and end cap broken off. Unit received with blank white display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was no longer working. The customer stated that the bottom of insulin pump and screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.